Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms were noted. The motor was tested outside of the device and passed. No cosmetic damage was noted.

Event description:
Customer reported a motor error alarm during a prime tubing. Customer's blood glucose was 120 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated she was unable to rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.